Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the filter hook was embedded. Due to the filter hook being embedded two attempts to retrieve the filter failed. One of those attempts resulted in two filter legs being pulled upward and distorted. A month later when the patient was being imaged prior to third filter removal attempt it was noticed that one of the filter legs was fractured and had migrated to the pulmonary artery. The filter and the fractured filter leg were removed with forceps. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use: improper deployment, manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter), and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval, vena cava wall penetration/perforation, and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Based on the provided information the exact cause for this event cannot be established. However unacceptable filter tilt is a known adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: celect platinum ivc filter after 2 failed attempts at retrieval due to tip embedding referred for forceps retrieval. On prior attempt, 2 of the "arms" of the filter had been distorted by the operator and pulled upward. One month later, when the patient was being imaged just prior to filter removal, one of the "arms" was noted to have fractured and migrated to the left pulmonary artery. The filter was removed with forceps and the fragment was also removed. Of note, the fracture and embolization might have been related to the prior manipulation, however that would not have happened had the tip not been severely embedded. Patient outcome: according to initial reporter the patient underwent additional procedure to remove filter.